Event description:
This patient had just started receiving a hemo-dialysis treatment through a femoral split catheter when the connection between the catheter and the dialysis tubing disconnected resulting in a blood loss.